Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10april2019. The service engineer (se) inspected the device. The se could not duplicate the reported issue but found that the ventilator had unknown restarts. The se reseated cables in the graphic user interface (gui) and replaced the on/off switch assembly to address the restarts. The ventilator passed all testing.

Event description:
It was reported that the ventilator had issues with the touch frame. No patient involvement. Event date not specified, estimate used. The service engineer (se) inspected the device. The se could not duplicate the reported issue but found that the ventilator had unknown restarts.